Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va25s3a, product type: lead. Product ID: 3387s-40, lot#: va25s3a, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-nov-2022, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's right side of her ins had been loose and wobbly right above the breast and beside the armpit. She said because the ins was loose, it pulls on her leads which burns and hurts her skin. She had been holding the ins up as far as she can so she could get relief. They were told to see their physician to discuss ins pocket. The patient requested contact info for a new rep. The rep said she needs a pocket revision.